Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose; however, the exact value was not provided. Reportedly, the customer declined troubleshooting with tandem's technical support and declined to provide further information regarding the event.